Manufacturer narrative:
Te device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly the inductive monitor (sn (B)(6)) did not showed any activity. The inductive monitor (sn (B)(6)) connected to the back-office the last time on (B)(6) 2023 and no data communication was possible with the sim card.

Manufacturer narrative:
Te device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis summary: upon reception, both home monitor were tested and showed the same behavior with the pit button red and 3 status lights lit in green. The observed behaviour confirmed the reported event since the devices are no more able to communicate with the back office, leading to the observed status lights displayed. The sim card of both home monitor were checked and confirmed to properly work. Given that the sim cards are activated, the most likely hypothesis explaining the event, is related to a hardware issue. Although the exact hardware location cannot be determined, it can be supposed to be the modem itself or its environment (antenna connection, short-circuit on the electronic board, etc.). This case is recorded for trending purposes.

Event description:
Reportedly the inductive monitor (sn (B)(6)) did not showed any activity.